Event description:
It was reported through a remote transmission that the patient's right ventricular (rv) lead exhibited noise. No intervention has been performed, and the patient will continue to be monitored. The patient was in stable condition.